Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 9 bd sars-cov-2 reagents for bd max¿ systems gave false positive test results. Confirmatory countercheck and smear testing was performed with negative results. There was no indication that results were reported out, and there was no patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: nine samples were false positive, showing only an isolated marker gene (n1). The countercheck was carried out via the cepheid, each with a negative result. The patients were each covid19 negative, in some cases, follow-up smears were also taken from the patient and contact persons, also all negative.

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref 44500301) unknown lot # was performed by the review of customer¿s data and verification of complaints history. Customer reported that nine samples tested positive only for the n1 target but were negative when repeated with the genexpert® system. Customer provided three run files for investigation (run 25, 27 and 35). However, customer did not provide identification of the samples, and only seven n1 positive samples were found among the runs provided tested with different kit lots. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use. Manual pcr curve adjudication was conducted across all the n1 positive samples in the data. Pcr curves analysis revealed late and low, but true amplifications for n1 targets, without anomaly, indicative of true positive results. It is to be noted that the other assay used by the customer does not detect the n1 target. Therefore, the customer cannot confirm the n1 positive results obtained with the bd sars-cov-2 reagents assay. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Bd was unable to confirm the exact cause of the customer¿s positive results. Based on the data and information provided, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, are the most likely causes to explain the customer¿s positive results. Nonetheless, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents products. The root cause was not identified. However, positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that 9 bd sars-cov-2 reagents for bd max¿ systems gave false positive test results. Confirmatory countercheck and smear testing was performed with negative results. There was no indication that results were reported out, and there was no patient impact. Eua #: eua(B)(4). The following information was provided by the initial reporter: nine samples were false positive, showing only an isolated marker gene (n1). The countercheck was carried out via the cepheid, each with a negative result. The patients were each covid19 negative, in some cases, follow-up smears were also taken from the patient and contact persons, also all negative.